Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was overfill. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "overfilling, multiple tubes collected, unknown amount; unknown order of collection.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate blood collection tube there was overfill. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "overfilling, multiple tubes collected, unknown amount; unknown order of collection."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-09. H.6. Investigation summary: bd received 5 samples and 1photo for investigation. The photos were reviewed and the indicated failure mode for overfilling with the incident lot was not observed. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, the 5 customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfilling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfilling. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.